Event description:
The occlusion alarm on the infusion pump sounded and the clinician checked the cv route. The clinician attached the top brand 5ml syringe to the bd q-syte device on the cv route and withdrew the plunger. Air was introduced into the syringe.

Manufacturer narrative:
The sample is available for evaluation. No pt info for this event is available. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).